Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the patient has not charged the ipg in approx two months and is unable to establish communication using multiple external devices. The patient reported she had turned the ipg off to have an EKG done and noticed it would not turn back on. It was also reported the patient had been in the hospital. Subsequently, an sjm rep confirmed loss of communication and deemed the ipg inoperable. The patient is considering ipg replacement.